Event description:
It was reported that bd macro-vue¿ rpr card test arrived with a strange coating them and appear to be different than what they normally receive and it is causing issues with testing. There were no injuries reported. The following information was provided by the initial reporter: they received have a strange coating on them and appear to be different than the cards that they usually receive and it is causing issues with their testing. Lot number is unknown. Requesting this information from the customer.

Manufacturer narrative:
H.6 investigation summary: serology test results: satisfactory results when retention samples were tested for performance using three (3) sera panel numbers of each reactivity using cards returned from customer control lot (3009503) . Customer batch number (2222697) . Serum no. 12: all lots showed reactive results at 1:1 to 1:4 and reactive minimal at 1:8. Serum no. 16: all lots showed reactive results at 1:1 and reactive minimal at 1:2. Serum no's; 20: all lots showed reactive results at 1:1 to 1:2 and reactive minimal at 1:4. Serum no¿s. 26 and 31, lots showed reactive minimal results at 1:1 to 1.2 serum no¿s 34: all lots showed reactive minimal results at 1:1. The surface texture of the card testing area was evaluated and is same as the previous one. New supplier was qualified in october 2020 since previous supplier notified that they are no longer producing the white board to make the cards. The qualification of the new supplier was completed with satisfactory results. The texture or surface finish cannot be determined or identified in the photo provided. Complaint unconfirmed based on visual inspection, serology test and batch record review. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h.10.

Event description:
It was reported that bd macro-vue¿ rpr card test arrived with a strange coating them and appear to be different than what they normally receive and it is causing issues with testing. There were no injuries reported. The following information was provided by the initial reporter: they received have a strange coating on them and appear to be different than the cards that they usually receive and it is causing issues with their testing. Lot number is unknown. Requesting this information from the customer.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.